Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 526 mg/dl. Troubleshooting was not performed for high readings. Customer states that the battery has gone dead and can¿t get the battery cap off the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with stripped battery cap coin slot(p), minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.